Event description:
Info received indicates functions from the right siderail are working intermittently due to an open wire on the siderail cable and signs of fluid ingress on the siderail ucm board.

Manufacturer narrative:
The tech replaced the siderail ucm cable and board to repair the bed.